Event description:
Two reports were received, one report stated that the biopsy forceps became stuck in the endoscope. It was not able to be removed. The staff needed to remove the scope from the patient and start over again with another scope. The other report stated that the forceps measuring 2.8mm x 160cm became lodged in the gif-160 scope and scope had to be removed. The scope was damaged by the incident and sent for repairs. There was no harm to the patients. There were issues noted with the replacement esophagogastroduodenoscopy (egd) forceps. The concerns included: a larger biopsy size, the jaws opening wider and the way biopsy forceps pulls away from the tissue, there was resisitance pushing through the scope and resistance pulling out the specimen.